Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Insulin pump received with cracked belt clip rail case corner . No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 10.6 mmol/l. Customer was unable to clear the alarm. Customer reported that they had tested to insert a new battery but the buttons were still stuck afterwards. Customer stated that warning lamp flashing red and insulin pump was alarming. The insulin pump will be returned for analysis.